Event description:
The deep brain stimulator frequently shut itself off. The patient was around 2 potential sources of electromagnetic interference, a computer and an electronic wheelchair. The wheelchair manufacturer confirmed that the chair had passed emissions testing and as such should not have caused interference with the stimulator. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).